Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference the following medwatch with patient identifier for the following system: (B)(6) - aviva system.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 145 mg/dl and 97 mg/dl (aviva 1) and 57 mg/dl (aviva 2). No adverse event reported. Requested return of suspect device and strips, and replacement was sent.